Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 187 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and an air bubble was found in the infusion set cannula. The cannula was changed out and insulin delivery was resumed.